Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 278mg/dl. Reportedly, the customer changed the pump supplies or cleared the alarm and delivered a bolus to address the issue. Reportedly the customer continued to use the pump for insulin therapy.